Event description:
A nurse reported that during a cataract phacoemulsification procedure, the system displayed an error message and balanced salt solution was observed leaking from behind the cassette. The cassette was exchanged and the case was completed following a 25 min delay. There was no pt harm reported.

Manufacturer narrative:
There was no sample returned for eval and no add'l product info provided related to this event. Therefore, a lot history could not be performed. Based upon similar reports, the root cause for the reported event has been attributed to leaking cassettes/drain bags. Drain bags have shown acceptable functional test results, however, when the drain bag is in the upper range of the cracking pressure specification (pressure required to open and allow drainage in to the drain bag), leaking may occur at the pump elastomer signaling a system message. As a preventive measure, alcon has adjusted inventory of conforming drain bags with cracking pressures in the upper tolerance zone to conforming drain bags with cracking pressures in the lower tolerance zone. (B)(4).